Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, the user¿s caregiver reported that the device was cracked when the patient fell while playing at school on (B)(6) 2025. The touchscreen shattered and was no longer readable or responsive. The user was unable to use the ilet device following the incident and switched to backup insulin therapy as directed by their healthcare provider. The user's blood glucose (bg) levels were elevated to approximately 300 mg/dl during the period off ilet therapy. The caregiver confirmed that no injury occurred from the cracked glass. The agent verified the patient¿s address, confirmed backup therapy was in place, and arranged for a replacement ilet to be shipped overnight.